Event description:
It was observed that during the device evaluation, the camera head exhibited water ingress in cable and imaging, distorted image, damaged cable, twisted and buckled cable, scratches on main body (lens), and corroded electrical contact. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.